Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that low voltage while connected to mobile power unit (mpu) was found.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of low voltages while connected to the mobile power unit (mpu) was confirmed via log file analysis. Review of the submitted log files revealed on (B)(6) 2025 at 22:01:06, while connected to the mpu, low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The loss of power did not last long enough to activate no external power alarms. External power was restored by (B)(6) 2025 at 22:01:09. Pump operation was not affected. The heartmate mobile power unit (mpu) (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 7 ¿ ¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook, section 6 ¿caring for the equipment,¿ and the heartmate 3 IFU, section 8 ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The patient handbook and IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.